Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0437239v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0437239v, implanted: (B)(6) 2004, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient¿s right implantable neurostimulator (ins) was protruding so far, but had not broken the skin. The patient¿s healthcare professional told the patient to come in if the ins broke through the skin, but if it does not then do not worry about it. The ins had been that way since implant. The hcp stated the right ins was dying and would probably be gone in three months so a replacement surgery was being scheduled. During the replacement surgery, the hcp planned to move the ins down further in the pocket. The same ins pocket had been used for the patient¿s prior battery replacements. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the stimulator on the right side, the one that controlled the pain had been replaced every two years. The patient had been scheduled to have both sides replaced in (B)(6) 2015. It was noted that from what the patient was able to gather they had planned to only replace the right side stimulator.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot # j0437239v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0437239v, implanted: (B)(6) 2004, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension.